Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they wanted to turn up the stimulation and couldn't. The caller said the patient could lower the stimulation but couldn't increase. Caller said they figured it out. They said the therapy wasn't on so they turned on the stimulation and resolved the issue. Caller just realized today the stimulation was off and doesn't know how or when it got shut off. They said, when they turned the stimulation on patient was on program 1 at 3.1v and nearly jumped through the roof. Caller had to turn the stimulation down to 0.6v. It was advised that caller and patient monitor patient's symptoms for a couple days and if their symptoms aren't better then they could consider increasing the stimulation.